Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred, insulin gauge was inaccurate and minimum fill notifications occurred after customer filled cartridge with 500 units of insulin. Customer's blood glucose was 150 mg/dl. Customer reverted to using manual injections for insulin therapy.